Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g4, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h11 corrected fields: h6 (health effect ¿ impact codes).